Event description:
Literature, krach, le et al. "Satisfaction of individuals treated long-term with continuous infusion of intrathecal baclofen by implanted programmable pump. "Pediatric rehabilitation. 2006. 9(3): 210-218. Twelve events of catheter obstruction, migration or fracture were experienced.

Manufacturer narrative:
This report is being submitted following an internal audit.